Event description:
Device displayed "system error" when powered on.

Manufacturer narrative:
Zoll circulation has received the product and will be providing a follow-up report when our investigation is completed.